Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the trach cuff was inflated to 24 cmh2o, and the patient was returned to the ventilator. Since then, the trach cuff has shown signs of leaking and needs reinflation every 10 to 20 minutes. When the cuff deflates, the patient loses volumes and faces a high risk of aspiration. Adverse patient effects are unknown.